Event description:
The user facility reported that the device had oil coming out during testing prior to a procedure.  Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Correction: d2a, d2b, d9, h3additional info h6 h3 other text : device not returned

Event description:
The user facility reported that the device had oil coming out during testing prior to a procedure. Attempts were made to obtain additional information about the event; no further information was received.